Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, and shortness of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufcaturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose irritation, respiratory tract irritation, dizziness, headache, and shortness of breath. Previously captured as serious injury. Now corrected as product problem. Box b: adverse event or product problem has been corrected. Type of reported complaint has been corrected. Health impact grid code has been corrected.

Manufacturer narrative:
In box h: if follow-up, what type? (Rfb) has been corrected.